Event description:
It was reported that the ilet pump¿s screen bezel separated, and the customer secured the device with a rubber band while the pump remained on and functional; a replacement was arranged and shipped, and the user was instructed on shutdown, data sync, and return. Symptoms included no reported adverse clinical effects, no hyperglycemia, no hypoglycemia, and no alarms. Outcomes included no impact to health and no hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed a hardware issue consistent with enclosure/seal separation at the screen bezel, with no device performance failure and no associated alert generation. It was concluded, based on previously established findings for similar reports, that the cause was mechanical enclosure separation due to component or assembly-related factors.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.